Manufacturer narrative:
The catheter involved in the reported event has been returned to navilyst medical, however, the device evaluation has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, a 10 f drainage catheter had been placed in the pt on (B)(6) 2010. The catheter was located in the internal/external biliary drain with the tip in the duodenum. During a catheter exchange procedure, it was noted under fluoro that the distal tip was broken at the beginning of the pigtail. A guidewire was inserted through the catheter to help during explant. This technique was not completely successful as a balloon was then used like a net to retrieve a piece of catheter remaining inside. All pieces of the catheter were removed from the pt and no surgery was necessary. A new drainage catheter from another vendor was placed in pt. The sample has been returned to navilyst medical for evaluation.